Event description:
The following has been reported: error 51: speaker error reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
Change the date of submission to 11/14/2024 on f11 and f13.

Event description:
Device history record was not reviewed as this is a known issue for which the root cause has been investigated as part of a CAPA. Corrective actions are currently being implemented in the manufacturing process. No device log review, no necessary since this is a known issue with identified root causes. "Error 51 on the agilia connect range is a known issue for which CAPA was opened in may 2023. The investigation into this error has shown that its root causes are mainly related to two components: z179556 flexible ic flex binder assembly (which includes the speaker and binder socket) and z179590 or z179092 power supply board (for agilia sp and vp). It is recommended to replace these parts if this error occurs. Further investigations are ongoing, and corrective actions are being implemented and tracked within the CAPA to resolve this type of issue. This complaint has been added to our trend for statistical monitoring." This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action. This complaints has been reported as MDR to FDA.